Event description:
A customer contacted beckman coulter inc. (Bci) regarding a troponin (accutni) result above the ami cutoff generated by the unicel dxc 600i synchron access clinical system for one patient. The result was reported out of the lab. Subsequent testing produced results within the risk stratification range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is serum, collected without a gel barrier and allowed to clot. The specimen was not re-spun prior to re-analysis. No visible fibrin was present in the sample. Qc is performed once daily on the third shift and was within the customer's established ranges prior to the event. A system check was performed on (B)(6) 2010 and met specifications. A field service engineer (fse) was dispatched and performed a preventive maintenance (pm). All verification testing met specifications. No hardware issues were noted. No clear root cause could be determined for this event.